Event description:
The nurse reported a system message displayed. The system was switched out to complete the case. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and replaced the fluidics module. The system was then tested and met all product specifications. The fluidics module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).